Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through resetting the pump, and after the reset, no further error codes appeared. The customer was then able to successfully start their sensor session.